Manufacturer narrative:
Occupation: reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that a drill bit seized within the universal drill guide. The issue was identified during loan kit inspection. There was no patient involvement. This report involves one (1) 3.5mm universal drill guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: reviewing attached picture, the complaint description can be confirmed that a drill bit is stuck in the drill guide. Investigation selection investigation site: customer quality (cq) zuchwil, selected flow(s): device interaction/functional. Visual inspection: upon visual inspection of the complaint device it can be seen that we have received the univ-drill-guide and the drill-bit blocked/stuck to each other, this thus confirming the complaint description. Furthermore, the sleeve where the drill-bit is stuck, is in a worn condition with many dents and scratches. In addition, the part which is holding back the sleeve (where the drill-bit is stuck) wasn¿t returned for evaluation. Functional test: we have tried to separate those two parts, but this was not possible, based on this a functional test is not possible. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Document/specification review: drawings and revisions are in accordance to DHR of production lot 3l03627. All relevant features are defined on the used drawing revisions of DHR of production lot 3l03627. Summary: the review of the production history revealed that this item was manufactured in february 2019 according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. (Soft tissue in between the drill and drill guide) to prevent such problems, it is necessary worn or damaged instruments to replace and/or to operate according to the technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 323.360, lot number: 3l03627, manufacturing site: hägendorf, release to warehouse date: february 21, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.